Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. The patient had bi- ventricular assist device which was thought to be the cause of the lead dislodgement. It was noted that the tachycardia function was programmed off and trigger pace seemed to work once atrial pacing was on. A boston scientific technical services (ts) consultant was contacted regarding this issue and indicated that the rv lead may be picking up atrial pacing due to the lead position. Ts discussed programming options. The field representative indicated that testing was performed and the lead was functioning acceptably and the physician decided against a revision procedure. No adverse patient effects were reported. The lead remains in service.